Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, the report of low flows could not be confirmed as no log files were provided for review. The account later communicated that the cause of the cardiac tamponade was not determined. The account stated that the device was operating as intended and the patient is still currently and inpatient at the hospital. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22nov2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of low flows could not be confirmed through this evaluation, the account communicated that the low flows occurred with the run-on ventricular tachycardia (vt). Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22nov2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this document lists pericardial fluid collection, bleeding, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a blood transfusion. The patient underwent an esophagogastroduodenoscopy and peg insertion. The patient also underwent a bronchoscopy with aspiration of secretions on (B)(6) 2021. The procedures were completed on (B)(6) 2021 and the patient tolerated them well. The overall diagnosis for this patient was dysphagia. The patient underwent a gastrojejunostomy tube exchange on (B)(6) 2022. The patient tolerated the procedure well and did not experience any intraoperative or post-operative complications after surgery. The patient underwent an esophagogastroduodenoscopy with and without biopsy on (B)(6) 2022. The patient underwent the same procedure on (B)(6) 2022 and an old blood clot was found in the fundus of the stomach on (B)(6) 2022. On (B)(6) 2022 blood was found in the lower third of the esophagus and a large amount of clotted blood was found in the gastric body on (B)(6) 2022. The patient was brought to the operating room once more and an old blood clot was found in the fundus of the patients stomach. The patient was temporarily off anticoagulants. The patient was in stable condition and remained on ventilator and was transferred to comfort care on (B)(6) 2022. The patient passed away on (B)(6) 2022 after withdrawal of care. The patient died due to heart failure. The death was not thought to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pericardial tamponade that required takeback to the operating room. The patient came out of the operating room on less drips, with an improved atrial blood gas (abg) values. Lactate was lagging behind abg but improved. There was a short run of ventricular tachycardia with low flows. The speed was reduced to 5100 rotations per minute and the patient remained intubated and sedated.